Manufacturer narrative:
As per further investigation, it was determined that this report is a serious injury case which has been updated in this report. In this follow-up, box b: adverse event/product problem was updated, box h: type of reported complaint was updated, box h: health impact grid was updated.

Manufacturer narrative:
H3 other text : device not returned.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a remstar pro c-flex+ device's sound abatement foam. The patient has alleged pulmonary/lung cancer. The device has not yet been returned to the manufacturer for investigation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.